Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for spinal pain. It was reported that the patient does not feel stimulation at 1.3v and has some back pain and wants the stimulation at 1.5v. The ins uses adaptive stim and they can raise the stimulation to 1.5v but it will not stay there and returns to 1.3v. The patient tried staying in one position for five minutes. The patient will try staying in one spot for ten minutes and will contact their healthcare provider (hcp) if that does not work. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the programming did not resolve the issue. The patient stated they have it on manual right now, and they need reprogramming once the covid19 pandemic claims down. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.